Event description:
Customer reported theat paramedics treated their low bgs. The customer believed it was pump related. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. The customer lost weight recently. Suggested customer to call their doctor to discuss possible causes of low bgs. The customer stated their bgs had been running low since several days ago. Paramedics assisted patient twice. The customer had adjusted basal and carbohydrates counting with their doctor, but customer continued having low bgs. The customer was disconnected from the pump since a day prior to the call because their md felt it was a pump issue. A replacement pump was requested.